Event description:
Received from clinical study follow up that healthcare professional stated sizer called for 23 mm valve however he abandoned the valve because a 21mm was a abetter fit. The valve was not returned for analysis.